Event description:
The reported glucose values fall within the e zone of the parkes error grid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient was admitted to the hospital for hypoglycemia. No specific symptoms were reported. At the hospital the cgm was reading 17.0 mmol/l but the bg was 1.9 mmol/l. No treatment information was provided. At the time of the report the patient was doing okay. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. Although requested, no additional patient or event information is available.